Event description:
The patient was revised due to loosening.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports for the reported product lot numbers. The initial reporting stated, the products are not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported femoral and tibial component loosening. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated.